Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by an infusion set change. The blood glucose reading was 353 mg/dl. The customer declined to return the infusion set and reservoir for analysis. The customer also noted that she had dropped the insulin pump on a tile floor as well. She observed scratches on the display screen and a crack as well. She performed the self test and displacement tests, and the insulin pump passed both. She declined troubleshooting for high blood glucose. She noted that she had been experiencing unexplained high blood glucose, for which she declined troubleshooting assistance. She added that this was the third time she experienced device-related issues in the last 3 months, and she had received 2 no delivery alarms. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.